Event description:
Baxter canada reports home patient (hp) "accidently" unspiked the heater bag and then respiked this bag to the heater line spike in drain 2/5, during treatment on the homechoice device. Hp was advised to discontinue treatment at that time and set up new supplies. Per baxter affiliate, pt's primary rn reports no pt injury or medical intervention as a result of incident.